Event description:
An endurant stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the index procedure went fine and the devices are performing without issue. The patient¿s concern is that over the last 8-9 months they have been experiencing blisters all over their body and was wondering if this could be an adverse reaction from the implanted devices. The patient has reached out to their implanting physician, primary care physician, visited five dermatologists, and even seen an infectious disease specialist. All the tests they have run result normally and they can't seem to determine what is causing the blisters. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).